Manufacturer narrative:
Actual device evaluated by simulated use testing which confirmed the reported issue. Further evaluation determined a failed vacuum sleeve was the cause of the shaft frosting.

Event description:
Significant shaft frosting detected during pre-test. Probes were removed from the field and replaced with new probes. Procedure was continued with no further issues.